Event description:
A MFR rep reported a power-on-reset (por) condition following an overdischarge. The recharge sessions indicated "(B)(6) 01" -- approx 3 months past recovery. It was also reported that the pt lost stimulation on (B)(6) 2011. The implantable neurostimulator (ins) had a 50% charge, and it was noted that a MFR rep met with the pt the previous week and the ins was in a discharged state. The pt reported feeling stimulation in the wrong location starting the pervious week. The pt was feeling stimulation in the legs as opposed to the feet. Impedance measurements showed electrode #3 as out of range, but the #3 electrode was not programmed. It was also reported that the pt was charging more than expected. The pt would recharge for 8 hours and only receive a 50% charge. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).